Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). It was indicated that this device had a limited battery capacity and the data of this device was no longer able to be monitored. The device therapies and diagnostics were limited. Boston scientific technical services (ts) explained that this device hit elective replacement indicator (eri) several months ago and ninety days later it went to end of life (eol). Ts discussed that there will no longer be any more transmissions. The ts also noted that this device was prematurely depleting. To date, this device remains in service. No adverse patient effects were reported.